Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and confirmed there was no communication between the image acquisition system (ias) and mobile view station (mvs). The representative replaced the interface (umbilical) cable and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect interface cable was returned to the manufacturer for evaluation and the issue was confirmed. The mvs interface cable was tested and bench testing and gbit testing failed. There was a short at pin #3 and pin#6, and an open between pin #7 and #8. The visual inspection and continuity testing passed.

Event description:
A site representative reported that, while in a spinal fusion procedure, after taking a few scout shots, the imaging system displayed a 'connected not ready' message on the pendant and would no longer allow them to take an exposure. The site rebooted the system twice without resolve. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.